Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The customer did not provide a batch number or returns for this complaint investigation. Trending was done on the appropriate databases for bactec mgit 7ml (material 245122) and no quality notification trends have been identified for this material for contamination in the last 12 months. The complaint history was reviewed for material 245122 and there are no trends for contamination in the last 12 months. Bd will continue to trend complaints for these issues. There were no photos or returns available for this complaint. Without batch verification, the complaint cannot be confirmed. No additional actions are indicated at this time.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was biological contamination. There was no report of impact to patient or user.

Event description:
It was reported when using the bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml that there was biological contamination. There was no report of impact to patient or user.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.